Event description:
Reference medwatch 1219856-2008-00021 for the first event and medwatch 1219856-2008-00022 for the second event involving the same pt. It was reported that the pt was still in the operating room (or) and the staff noticed that the intra-aortic balloon (iab) did not appear to be wrapped as tightly as it should be. The iab was prepped per instruction and given to the md to insert. The md was going to insert this iab sheathless. As the md was advancing the iab into the femoral artery, it began to unwrap. The md stopped the insertion, removed the iab, and the pt was transferred to the cardiac cath lab (ccl). In the ccl the md inserted a fourth iab successfully. The pt expired ten hours later. The or nurse would not comment on whether the delay in treatment contributed to the pt death.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.